Event description:
Aneurysm was found approximately 6 weeks after initial procedure.

Event description:
Same as MFR report#: 6000093-2005-01090. It was report that two weeks following a cornary drug eluting stenting treatment procedure, an aneurysm was detected. The target lesion was located in the left anterior descending artery (lad) and was predilated with an unknown balloon. Two taxus express2 drug eluting stents of unknown sized were deployed in an overlapping fashion in the lad. No abnormalities were seen after stent placement. Two weeks after the patient was diagnosed with an aneurysm in the lad.